Manufacturer narrative:
This report is submitted on april 21, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, and the patient was reimplanted with a new device during the same surgery.